Event description:
It was reported that after knee surgery while using a pico 7 the leak light went on and cannot be turned off. Troubleshooting was given on general device operation, checking tubing for kinks/patency, smoothing out the dressings and taping all sides of the dressings, changing the dressings and advised to contact her surgeon, event though leak light is still on. No further information provided.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as the lot number provided is not a recognized lot number format for this product and the part number is unknown, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products, there have been further complaints reported with this issue in the past three years. The device was intended to be used for treatment. It was reported that a seal could not be obtained. No samples were returned for analysis. A potential root cause for this problem is that there is an air leak with in the device. This can be caused for a number of reasons including; -dressing not applied properly -filter/port not adhered to dressing correctly -connector not correctly fastened and secured to the pump -dressing integrity has been compromised -skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin we have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.